Event description:
It is reported that the patient experienced a button error on their insulin pump. The patient's blood glucose level was not given. Trouble shooting was performed. Pump is being returned. No further information available.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window, cracked case at display window corners, broken reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.